Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date. During the procedure, the device was not providing enough power to the handpiece. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.